Event description:
Ligamax endo clip applier would not release staples. Pt in surgery and needed device for control of bleeding. New applier opened and used. No harm to pt. Diagnosis or reason for use: to stop bleeding.